Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella 5.5 (pump 3) device report is one of four pumps used during the event. Only two of the four pumps generated reportable complaints. Please refer to the related manufacturer report number listed in section h10 for the corresponding medical device report on the impella 5.5 (pump 2).

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 68-year-old female patient presenting with cardiomyopathy and a history of coronary artery disease (cad). During attempts to advance the device, the clinical team tried to optimize the access pathway by repositioning the patient¿s arm to straighten the vasculature, utilizing an amplatz .025 wire, and manually stabilizing the graft near the anastomosis to provide additional leverage. The graft was also tunneled laterally by approximately 2 cm in an effort to improve the alignment for insertion. Despite these measures, the device was unable to be advanced past the clavicle due to the patient¿s vascular anatomy. The team subsequently decided to abort the attempt and proceed with placement of an impella cp. The reported events include failure to advance, product damage, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was continued without any known adverse events.

Manufacturer narrative:
This report is being submitted to add an additional h6 medical device problem code that was unintentionally omitted from the initial report. H6 medical device problem code a040601 ¿ deformation due to compressive stress has been added. No new adverse event information is being provided in this submission.